Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell, scs feels different. Pt fell on her back and buttock, says that overall stimulation is now different. Pt had x-rays today, follow up appointment is (B)(6) 2024. Pt stated that her pocket feels ¿different¿ since she fell on it.  Pt states that the pocket feels different and her intensities are very strong now. Pt had a follow up appointment with her pain md on (B)(6) 2024. A rep from the territory will be there to interrogate her device. No additional information will be available prior to that date. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), implanted: 2021 (B)(6), : product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that patient was seen at their pain physician¿s office on (B)(6) 2024. Patient stated that their stimulation felt differently after a recent fall. New radiographs were taken and compared to their initial implant radiographs. Patient's top lead was visualized at the top of t8, whereas initially, it was at the top of t7. Lead connectivity and impedances were all normal. The patient was to be referred out for a surgical consult regarding a lead revision.